Event description:
It was reported that a hematoma occurred in a patient that had a cryo ablation procedure. The patient was a participant of the (B)(6) clinical study. No further information is available at this time. No further patient complications have been reported as a result of this event.